Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during pre-dilatation in the mildly calcified circumflex artery, the voyager nc balloon was inflated to 12 atmospheres. The device was removed from the anatomy and a non-abbott stent was implanted. During post-dilatation at unspecified atmospheres, blood was observed inside the indeflator and it was noted that a balloon rupture had occurred. The device was removed from the anatomy and post-dilatation was completed using a second voyager nc dilatation catheter. There were no adverse patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by factors including balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient prep prior to use. The lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the difficulties. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during inflation. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous/calcified lesion. No leaks were noted during prep for use, which may suggest that the balloon was not damaged prior to use.